Event description:
It was reported that on (B)(6) 2021, during a procedure the fibula plate, screws and medial malleolus screws were removed. This report is for one (1) unk - plates: lcp distal fibula plate. This is report 3 of 13 for (B)(4).

Manufacturer narrative:
510k: this report is for an unk - screws: 3.5 mm cortex/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unk - screws: 3.5 mm cortex..